Event description:
On 22nd may 2025, it was reported by an arthrex employee via email that for an ar-3638dc, knotless fibertak¿ disposable kit, curved, when the surgeon used drill guide and drill bit from ar-3638dc to repair capsule during latarjet procedure, he encountered some resistance but eventually was able to implant the anchor and convert the knotless mechanism. This was detected during a latarjet procedure on (B)(6) 2025. Procedure was completed successfully as normal. On (B)(6) 2025 - the complaint initiator replied that the broken drill bit is identified in white. Drill bit is yet to be retrieved but will be soon. Patient will need to be revised to remove the drill bit. On (B)(6) 2025 - the complaint initiator replied that the broken piece was retrieved from the patient and it was determined to be ar-3636 lot number 15371028. This was determined only during the procedure to remove the broken part. It was further clarified that ar-3636 lot number 15371028 was also used in the original laterjet procedure and it turned out that it was the device that broke as it was only determined upon revision procedure and removal.

Manufacturer narrative:
Investigation is in process. Follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided imaging noted a metal fragment remained in the patient. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.